Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
Follow-up #1 (12/07/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Event description:
The lay user / patient contacted lfs alleging that their new verio meter is reverting back to set up mode. Have tried to set up meter with customer but is reverting back to set up mode. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. Meter replaced. The complaint is being reported since the alleged issue was not resolved over the phone.